Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was giving inaccurate reading and was triggering the threshold suspend feature on the insulin pump when customer's blood glucose was not low. The sensor reading was 42 mg/dl and the blood glucose reading was 87 mg/dl. The threshold suspend feature is set to go off when the customer's sensor reading reaches 70 mg/dl. Event occurred while customer was at work. The sensor was inserted in the customer's abdomen. Customer was advised the sensor was not within acceptable range. No issues were noted with the customer's insertion techniques. Customer was advised to monitor the sensor readings. The sensor is not returning for analysis.